Event description:
The reporter stated that a surgical procedure for brain tumor resection was prolonged by about 45 minutes, and that the operation was completed without the complaint device because of repeated malfunction alerts.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.